Manufacturer narrative:
Initial.

Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor failed to pair with the ilet, resulting in intermittent communication failure and pairing failure alert; the customer toggled settings and restarted the sensor. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem involving the device¿s electrical and magnetic components, including the antenna, consistent with a communication failure between the dexcom g7 sensor and the ilet. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.